Event description:
A other health care professional contacted technical service to report that careassist es100/200/400 bed moved into the trendelenburg position unintentionally. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing. However if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.